Event description:
Customer reportedly administered novorapid via pump after eating ice cream and testing 29.7 mmol/l on the mobile system. 45 minutes later customer reportedly received results of 25.3 mmol/l and 6.4 mmol/l within 10 minutes on the mobile system. Customer reported feeling "unwell" and went to bed. No medical treatment required. No adverse event related to the device was reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported that the device was explanted after an implant duration of approximately 0.20 months. On 08/23/2010 (through follow-up with the health-care provider), it was learned that the device was explanted due to mitral regurgitation.